Event description:
It was reported that the poly looked worn in the x-ray so the surgeon revised the right hip. Intraoperatively, the poly was found to be cracked and disassociated from the cup.

Manufacturer narrative:
An event regarding crack/fracture of poly involving an unknown 28 liner was reported. The event was not confirmed. Device was not returned to the manufacturer due to hospital policy. Device was not returned to the manufacturer due to hospital policy. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. No patient medical records were available for review. Device history review could not be performed as the reported device lot code was not provided. A review of the complaint databases could not be performed as the reported device was no properly identified. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Product surveillance will continue to monitor for trends. Not returned to the manufacturer.